Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-08240 - device 1 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that five infusion sets fell off during use between the period of (B)(6) apr 2024. The set was in use for 12 hours or less. No further information available.